Event description:
It was reported that an unspecified malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge and resumed insulin therapy. The customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.